Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned product. The reported issues were not confirmed. There was no torn material noted. The guide wire used during procedure was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported difficulty. It may be possible that damage to the guide wire caused difficulty advancing; however, without having the guide wire to examine, a definitive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a superficial femoral artery intervention, while loading the absolute pro stent delivery system onto the guide wire, the guide wire perforated the device. There was no reported adverse patient effect or a delay in procedure. Another same device was used to successfully complete the procedure. No additional information was provided.